Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2025-00273, device 2 is being reported under MDR-2247858-2025-00274, and device 3 is being reported under MDR-2247858-2025-00275. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"On (B)(6) 2025, the core lab identified a >5mm increase aneurysm sac size on the 7-year CT dated (B)(6) 2021 compared to the 30-day CT dated (B)(6) 2014. Update 31oct2025: the investigator re-reviewed the imaging and confirmed the >5mm increase on the 7-year CT imaging increasing from 5.5mm at 30-day to 6.1mm at 7-year. A non-sae was reported for the aneurysm enlargement as possibly device related. Subject (B)(6) had their 7-year follow-up on (B)(6) 2021 and the CT imaging was further confirmed without endoleak". Patient outcome: "update 31oct2025: there was no action taken to treat the aneurysm enlargement as it was not clinically indicated per the pi, and the subject became lost to follow-up (B)(6) 2025 after their 9-year follow-up occurred in 2023, therefore it remained unresolved. The additional 8-year and 9-year CT's did not reflect any endoleaks."